Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/20/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak had issues. The surgeon drilled and placed the anchor using a curved drill guide and drill from an ar-3638dc knotless fibertak disposable kit. The drill cycled in the bone, the anchor was placed down the drill guide, and as it was being inserted, the anchor reached a point where we could no longer advance. It stopped short by like 10mm of being fully inserted. The inserter broke as the surgeon tried to mallet the anchor down. The broken fragments were retrieved the anchor was pulled out of the bone. A total of 5 anchors were attempted to be implanted, and only two could be fully seated. A straight drill from an ar-3638ds knotless fibertak disposable kit was then used to see if it would make a difference, but it did not. The case was completed using an ar-2923bc biocomposite pushlock, an ar-7276t labraltape instead of an ar-3636 knotless fibertak. This was discovered during a labral repair procedure on (B)(6) 2023.